Event description:
It was reported that there was no capture on the ventricular lead. The lead was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) upon analysis, it was reported that there were no anomalies found, and the distal conductor was distorted. It was apparent that damage occurred during explant. The full lead was returned for analysis.